Event description:
Customer reported an alarming insulin pump. The blood glucose reading is 3.9 mmol/l. Nothing further reported. Nothing further reported.

Manufacturer narrative:
No unexpected prime loop anomaly was noted. The insulin pump passed the displacement test and rewind test. The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk, minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.